Event description:
It was reported that, during a follow up appointment, the physician identified an extrusion of this artificial urinary sphincter (aus) in the urethra. Additionally, it was detailed that the patient experienced urinary retention and a bladder catheter was placed to drain the bladder. A revision surgery has not been scheduled yet. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.